Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with identifier (B)(6) is aviva system 1, medwatch with identifier (B)(6) is aviva system 2.

Event description:
Caller reported blood glucose results of 161 mg/dl on aviva system 1, 71 mg/dl on aviva system 2 within 10 minutes. No adverse event reported. Returning and replacing meter and strips.